Event description:
It was reported that during implant, when the leads were connected to the pulse generator, no rate response was noted and the pulse generator could not respond when magnet was applied. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) no magnet rate response. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies were found.